Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009 the patient was preoperatively diagnosed with degenerative disk disease, l4-5 and l5-s1, with neural foraminal spinal stenosis, l5-s1; status post discectomy, left l4-5 x2 and discectomy, left l5-s1 and underwent the following procedures: transforaminal interbody fusion, l4-5. Transforaminal interbody fusion, l5-s1. Insertion of intervertebral cage device, l4-5. Insertion of intervertebral cage device, l5-s1. Posterolateral spinal fusion, l4-5. Posterolateral spinal fusion, l5-s1. Posterior segmental pedicle instrumentation, l4-5, l5-s1. Iliac crest autograft through a separate fascial incision. X-ray prior to surgery revealed that left l4-5 and l5-s1 hemilaminotomy defects and marked degenerative disk disease, l5-s1 with foraminal narrowing. There was moderate disk space narrowing at l4-5. Post-op MRI revealed change on the left at l4-5 and l5-s1. There was marked degenerative disk disease, l5-s1, and moderate at l4-5. There appeared to be foraminal stenosis on the right at l5-s1, due to disk space collapse. As per the op notes:¿ the interbody fusion was performed by creating an annulotomy with a 15 blade scalpel on the right-sided d isk at l4-5. Multiple sized pituitary rongeurs, curettes, and scrapers were used to perform a thorough discectomy, including the cartilaginous endplates. Various trial implants were inserted from the stryker abf peek system. A decision was made to use a 12-mm structural intervertebral cage. Rhbmp-2/acs was prepared in the collagen carrier. The rhbmp-2/acs was placed within the cage. The 12-am cage was inserted into the evacuated disk at l4-5, and countersunk 3 to 4 mm from the posterior vertebral body margins. The cage was filled with rhbmp-2/cs and a collagen carrier in a routine fashion. The 10 mm cage was inserted into the evacuated disk at l5-s1, for the interbody fusion.¿ the patient tolerated the procedure well without any intraoperative complications.